Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735820 (lot: h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while attempting to calibrate the imaging system with the stealth, the jig and pointer would not track in the camera. The camera could see the imaging system active trackers but not the active tools. The manufacturing representative (rep) had checked the polaris spectra system control unit (scu) leds, and the power was illuminated but communication was not on. The rep plugged in the ethernet cable into a different port on the router and the issue still persisted. The rep then reseated the power from uninterruptible power supply (ups) and issue persist. The rep then checked the self test and it said that the scu was unavailable. The probable cause of this issue was the scu. There was no patient involvement.

Manufacturer narrative:
H3/h6: the system was serviced in the field and hardware was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.